Manufacturer narrative:
(B)(4). The customer reported to the philips response center (rc) that the device ready for use indicator (rfu) was displaying red x and there was an error message. The rc later clarified that there were status log error entries of charge button and therapy pca related to opcheck, and the entries presented as a result of the user having run the user initiated operational check (opcheck). This is a user initiated testing issue; there was no patient involvement. The rc worked with the customer and confirmed that the device rfu was displaying red x and there were status log error entries of charge button and therapy pca. The rc had the customer rerun the opcheck which cleared the stated problem. The stated problem could not be recreated. The customer reported that the device tested successfully and has been back in service since (B)(4) 2013. No trouble was found with the device and no service was required. The device passed all performance assurance tests and was returned to service. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available information. There have been no subsequent customer calls regarding this unit or reported symptom. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported to the philips response center (rc) that the device ready for use indicator (rfu) was displaying red x and there was an error message. This is a user initiated testing issue; there was no patient involvement.